Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree with blister rupture as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burning in the neck area with blisters which have been open [burns second degree]. Burning in the neck area with blisters which were opened [blister rupture]. Case description: this is a spontaneous report from a contactable pharmacist via customer care center. An (B)(4) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), on (B)(6) 2015 at an unspecified frequency for an unspecified indication. The patient experienced burning in the neck area with blisters which were opened on (B)(6) 2015 with outcome of unknown. The action taken in response to the events for thermacare heatwrap was unknown.

Manufacturer narrative:
Follow-up (june 23, 2015): new information received from the pharmacist included patient data (age), relevant medical history, concomitant medications, product data (lot number and expiration date), start date, action taken, reaction data (additional events of slight tingling radiating down to waist, the wraps were not removed/because of her age, the patient was not able to remove the wraps by herself), treatment, and outcome) and causality. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the events burns second degree with blister rupture and wound secretions, paraesthesia, and device misuse as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.